Event description:
It was reported that the patient presented to the clinic for a generator exchange. During the procedure, the physician was unable to remove the right ventricular lead from the header of the pacemaker. The physician used a bone cutter to remove the lead from the header. The pacemaker was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.